Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the bio-composite screw broke diagonally at the distal threads area. About 25% of the screw (tip) was broken off. The evaluation of the returned driver revealed no anomalies. Driver tip was dimensionally checked and found to be within the specs. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the anchor broke at the base. The eyelet and suture were left in the patient. The procedure was completed with a new anchor without further incidence. The remaining piece of the anchor as well as the driver were retrieved. Follow-up investigation: the dr. Tapped prior to insertion and had a good angle. The anchor broke on insertion and the eyelet was secure. The dr. Then made a new starting point with a new anchor next to the broken one without incident.